Event description:
My medtronic 530g minimed insulin pump failed and was replaced with a reconditioned pump. My blood sugars were totally out of control. After 5 weeks of changing insulin, infusion sites, new type of infusion set and still having very erratic blood sugars, I requested a brand new insulin pump. Once I began using the new pump, my blood sugars returned to normal.